Event description:
The report indicated that the customer experienced sporadic high bgs (298-323mg/dl) over the 14 hours following the activation of a new pod. The cannula was noted as being kinked, though no occlusion alarm was specifically reported. It should be noted that the pod did initiate an alarm at the end of its operation, but the specific alarm type is unk. Since the pod was not returned for eval, it is unk whether the alarm was initiated in response to the kink in the cannula.

Manufacturer narrative:
The product was not returned to the manufacturer for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was, however, no report of an occlusion alarm. The pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. Note: the pod history indicates that the device initiated an alarm at the end of its operation. The specific type of alarm, however, is not known since the device was not returned for eval. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently in order to notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.